Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the left ventricular lead exhibited high pacing lead impedance and intermittent capture. The lead was capped on (B)(6) 2017. A new epicardial lead was implanted. The patient was in a stable condition.

Event description:
Additional information received notes that the left ventricular (lv) lead was explanted.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The test for lead impedance could not be performed due to the as received condition of the partial lead consistent with procedural damage. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.